Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 262 units of insulin. Blood glucose level was 101 mg/dl. Reportedly, a new cartridge was loaded to resolve the issue.